Event description:
It was reported that during the vns full revision surgery, the patient experienced a five second period of asystole during manipulation of the vagus nerve during dissection. After the initial asystole event, no further issues of asystole were observed and the surgery was completed without further incident. It appears that the vns was left programmed on during dissection and turned off prior to removal of the old leads, though this has not been confirmed. Diagnostics were not performed prior to surgery. Follow up with the neurologist revealed that the patient did not have a history of asystole or cardiac issues, though the physician was unable to provide details. The neurologist reported that no more instances of asystole have occurred to date. The explanted products have not been received to date. No additional relevant information has been received to date.

Event description:
During attempts for product return, it was revealed that, historically, the facility does not keep any explanted devices and discards them in surgery. Therefore, the return of explanted products is not expected.